Manufacturer narrative:
UDI: (B)(4).

Event description:
During device replacement, the new device was connected and interrogated when an error message displayed indicating that the charge time limit had been reached. The capacitor was reset and the charge time was normal. However, the device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was received for evaluation. The reported field complaint of a charge timeout was confirmed in the laboratory. Electrical testing was performed with laboratory high voltage capacitors, and the device was found to function normally. The long charge time behavior with the field capacitors is consistent with an internal capacitor anomaly.